Manufacturer narrative:
Correction - b5, d1, d4. The reported event could be confirmed, since the device was not returned for evaluation but with additional information. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. With the available CT scans a formal medical opinion was sought. The CT scan shows a normal tibial situation with the device and no signs of loosening or migration. The talar component shows pretty large adjacent cysts anteriorly and posteriorly. Therefore, the (few) information provided with the case can be confirmed. The underlying cause for the problem seems to be patient related. Based on the above investigation the root cause can be attributed to patient-related. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a poly revision procedure because the patient developed cysts in talus near pegs. The bone cyst and void filling was done.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a revision procedure because the patient developed cysts in talus near pegs.